Manufacturer narrative:
During follow up with the customer, it was reported that the power supply was replaced, and the 24 volts direct current (vdc) was restored. The customer reported that the motor control (mc) board has not been received yet, and the repair has not been completed. In addition, the customer contacted the service department again and reported that the pneumatics screen displayed an increased flow from zero to 100 standard liters per minute (slpm) while monitoring blower revolutions per minute (rpm)/amps and volts. The customer was advised to replace the mc board. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 23sep2024, 03oct2024, and 18oct2024 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
An additional follow up was performed with the customer, and it was reported on 19nov2024 that after the power supply, motor control (mc) board, and blower assembly were all replaced, the issue was resolved. The device was returned to service.

Manufacturer narrative:
During follow up with the customer, it was reported that the motor control (mc) board was replaced, but the issue was not resolved. The customer reported that the issue is still being diagnosed. The investigation is ongoing.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a blower the was disabled. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a blower the was disabled. During troubleshooting, it was observed that the blower was not spinning. The rse recommended replacing the blower assembly. The customer was provided with the part numbers for a replacement blower assembly, and motor control (mc) board. The customer reported that the blower assembly would attempt to be replaced first. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the power management (pm) board, and motor control (mc) board would need to be replaced. The customer also reported that it was verified that the blower assembly was not an issue and was not replaced. At the time of the response, the device has not been repaired, as the customer was still waiting for parts to arrive. The investigation is ongoing.